Manufacturer narrative:
The returned device was evaluated and the device was found to function as intended with no evidence of any damage or manufacturing deficiencies. Inspection of the download data from the returned pod found that no timeouts or drive stalls occurred, and no hazard alarms were generated. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egvs) and user inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown, cloud - omnipod 5 software app version, 3.1.1, cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware, n5004l, cloud - cgm sensor type, g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 30 mg/dl while wearing the pod for longer than 48 hours. As treatment, the patient consumed chicken. The patient reports they had accidentally administered insulin while their blood glucose level was low. The patient reports feeling lightheaded and disoriented. The patient was taken by ambulance to the hospital. While in the ambulance the patient was treated with glucose gel. The patient was discharged from the hospital after 2 days.